Manufacturer narrative:
The device was not returned when requested. However, an investigation was carried out and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: physician did not return the device for investigation root cause: the root cause cannot be explicity determined since, "unknown failure" was reported and no other information was provided. If and when new information is obtained, a supplemental report will be sent.

Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. The patients weight is not provided as it is not taken at the time of the appointment. The patient's race and ethnicity were not provided.

Event description:
It was reported that the implant failed. There was no other information provided. The patient presented on (B)(6) 2019 from implant placement on tooth #14. This implant was noted to have failed on (B)(6) 2019. There is no other information provided.